Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular (lv) lead dislodgement was noted. The lv lead was revised successfully. The patient was in stable condition.